Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was defective with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, translated from portuguese to english: the retention rubber on the syringe was defective with medication leaking from the syringe.

Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the stopper was defective with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, translated from portuguese to english: the retention rubber on the syringe was defective with medication leaking from the syringe.